Event description:
It was reported to boston scientific corporation in 2009, that an injection gold probe bipolar electrohemostasis catheter was used during a bipolar electrocoagulation procedure performed four days prior. According to the complainant, the nurse attempted to retract the sclerotherapy needle without success, thereby preventing cautery with probe. The procedure was successfully completed with another injection gold probe bipolar electrohemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.